Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited high impedance and increased capture thresholds. No sensing anomalies were noted. No device intervention was reported. Patient was non-pacer dependent and was stable.

Event description:
New information noted that the patient presented in clinic. The right ventricular lead was explanted on (B)(6) 2019. Patient was stable.